Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The correct registration number for the tullamore facility is 9611018.

Manufacturer narrative:
Please note that additional information has been received as a correction to what was originally reported. The date of the event was originally reported as (B)(6) 2014; however, customer reports that it occurred on (B)(6) 2014. For update. It was also stated by the customer that the device was removed by a percutaneous puncture of the balloon under general anesthesia. An investigation of the reported condition was performed. The sample was not received for evaluation because according to the complaint report the sample was discarded by the customer. Silicone foley catheters manufactured at this plant are subject to 100% inflation test which includes inflating the balloon, ensuring it is symmetrical and ensuring it can be deflated. Statistical sampling is also carried out by quality assurance. The root cause for the reported condition cannot be specifically identified without the sample; however, possible root causes may be that the inflation hole or inflation line may have been blocked preventing the water from being emptied from the balloon. A formal corrective and preventative action investigation has been opened internally to investigate the complaint in more detail. A device history record (DHR) review could not be carried out because the lot number was not provided by the customer as it was unknown. Based on the above, no further action is required at this time. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a foley catheter. The customer reports that the incident occurred in (B)(6) 2014, the catheter balloon would not deflate and facilitate removal of device. The customer further reports that the catheter was inserted pre-op. The clinician tried to deflate the balloon by removing fluid but fluid could not be removed. The tube was cut expecting fluid to leak out, but still it did not come out. The issue was found after use while attempting removal. Duration of use is unknown. Medical intervention was required and patient status unknown. The cuff was not pre-tested and it is unknown if treated with disinfectant.